Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged a loss of prime issue. There was no allegation of an adverse event. This complaint is reported against the cartridge as the issue could affect insulin delivery.